Event description:
Per the clinic, the device was explanted due to patient reports of pain at the implant site and of non-use. The device was explanted (B)(6), 2010. There are no plans to reimplant the patient with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)